Event description:
In 2009, the patient reported that she pulled her insulin cartridge from the infusion device and the plunger became stuck to the piston rod. She was instructed how to remove the plunger from the piston rod. A small amount of insulin spilled into the cartridge compartment of the infusion device and she dried the compartment with a cotton swab. She was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. Upon follow up three days later, the patient stated that the infusion device showed no signs of moisture. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.